Event description:
Additional information was received from a consumer on 2017-feb-16. The consumer stated the next day after refill (thinks (B)(6) 2017), the patient was getting sick and ended up in the hospital. The patient was comatose and almost died. The patient¿s blood pressure was up over 200. See manufacturer report 3004209178-2016-24474- empty reservoir, pain for information regarding incident where pump overinfused and was empty.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was replaced on (B)(6) 2018 because of a leak o fthe previous pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was waiting on insurance authorization for pump replacement.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving infumorph dose and co ncentration not reported via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The company representative was called to the emergency room (ER) by the physician as the patient was admitted with the suspicion of over-infusion of the drug pump. The patient experienced signs of over infusion. The physician removed the drug from the catheter and the pump and replaced it with saline. The reporter understood the patient¿s pump was put to minimum rate. The environmental, external or patient factors that may have led or contributed to the issue was a previous discrepancy at a refill the company representative was told that there was a previous refill on (B)(6) where there was a discrepancy between the programmer and what was pulled from the patient¿s pump in volume. It was unknown if any diagnostics or troubleshooting was performed. The issue was not resolve at the time of the report and the patient status was noted as alive, no injury. The physician had called the reporter on (B)(6) to say that the patient was doing very well.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the healthcare provider (hcp) via the return paperwork. The pump logs were provided (last examined (B)(6) 2017 and last change (B)(6) 2016) indicated the patient was receiving intrathecal morphine 9.6 mg/ml at 1.3013 mg/day and bupivacaine 4.6 mg/ml at 0.6235 mg/day via the implanted pump. On (B)(6) 2017 a 15% increase was made to the daily dose in simple continuous mode. Per the logs, morphine and bupivacaine were being administered via the pump as of (B)(6) 2017; however a handwritten note on the logs indicated "really saline".

Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-apr-2017 and it was reported that the pump was replaced. It was discovered during the pump replacement that the pump was previously placed on a lower rate, not minimum rate, when the patient was previously in the emergency room. No further patient complications have been reported as a result of this event.